Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the pins on the patient connector of the analyzer were damaged. It was noted the connector was still functional. Concomitant medical products: product ID: 2067 radio frequency head. (B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.